Manufacturer narrative:
Other, other text: additional information was received indicating that the reported issue occurred prior to use and there was no patient injury. The event date was provided. Updated b3, h6.

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. No error which related to customer's reported problem was found in the event history log (ehl). The reported constant alarm was observed during power up. The alarm was being produced because the main board was damaged. A grease like substance was found on the board. The fluid ingression damage was attributed to the end user. The pump was cleaned improperly. A user interface issue was therefore established as the root cause.

Event description:
It was reported that the medfusion pump was continuously alarming with a blank screen. No patient injury or complications were reported in relation to this event.